Event description:
A customer reported that their pump activated an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to check for and remove any obstructions from the speaker holes, clean them, and attempt to reload a new cartridge, but the alarm recurred. The customer was advised to wait two hours for any moisture to evaporate, with a follow-up scheduled to check resolution. Technical support planned to send another follow-up email and then close the case.